Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing fse identified no power was available in host pc disk bay. The fse replaced the host pc, configured new mac address and installed new license. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up correctly. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.